Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 11 of the patient's mouth. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and mobility. No further patient complications were reported.